Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator was returned for failure analysis. Upon visual inspection, the opto buttons were found to be out of spec and that would be related to the reported event. The mtm2 was installed onto a golden system replicating the reported event. The mtm2 was then installed onto a patient fixture test platform (pftp). Once testing was completed, failure analysis was able to conclude that the opto buttons were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report the that the left master tool manipulator left (mtm) finger clutch was not working. The site was using their secondary ssc to continue with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. .